Manufacturer narrative:
Not returned by manufacturer.

Event description:
The customer reported a stuck valve failure at position #1 on their clinimacs plus instrument. The cellular material was rescued and processed using an alternative instrument. The cell loss was calculated to be 15% but still feasible for therapeutic use. There was no harm caused to the patient. The event occurred at: (B)(6).